Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes prior to damage) issue. The reporter alleged that the up arrow keypad button was unresponsive until the user accidently tore the keypad cover over the up button. Reportedly, the up button regained responsiveness after the damage to the keypad cover. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.